Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the helix on the right ventricular lead would not extend once positioned. The lead was not used, and another was implanted. The patient was stable during and after the procedure.

Manufacturer narrative:
A complete lead was returned in one piece measuring 57.9cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.